Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced elevated blood glucose after eating an ice cream sandwich and several chocolate candies with a delayed meal announcement, reaching a peak of 277 mg/dl and remaining above target for about two hours before trending down without backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no medical intervention, no hospitalization, and no ketone testing, with glucose decreasing during the call and the user feeling comfortable. Investigation included troubleshooting and education regarding postprandial glucose excursions and the impact of delayed meal announcements. Investigation of this case revealed that the device functioned as designed and that the event was consistent with expected hyperglycemia due to delayed meal entry and carbohydrate intake. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically delayed meal announcement, were the cause.